Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced continuous elevated blood glucose (bg value not provided) and the customer was vomiting. Contact administered an insulin injection to address bg. Contact alleged the pump was not delivering a requested bolus. Tandem technical support reviewed pump data and was unable to identify any factors that could have contributed to the elevated bg. Customer reverted to using manual injections for insulin delivery.